Event description:
The report stated that after activating the device, the jaws would not open. Additional resection of tissue was required. The procedure was continued with another ls1500. No bleeding was reported.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.